Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat#5517f401; lot#clp2b. Tritanium bplate triathlon s3; cat#5536b300; lot#ctd21571. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Postoperative diagnosis: the patient underwent left total knee replacement (B)(6) 2018. Patient had revision for the infected left total knee arthroplasty. The modular polyethylene was exchanged (B)(6) 2018.